Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirt out on priming. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they lost insulin pump settings. The insulin pump rejected battery and had random no delivery. The insulin pump would be grinding on rewind and took longer on rewind. The device will not be returned for analysis.